Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) event (41 mg/dl). Reportedly, the customer had used a previous bg reading to bolus for some food. Tandem technical support instructed the customer to consult with their trainer regarding the event. The customer's blood glucose was 87 mg/dl during the call.